Event description:
Following angioplasty of the mid basilar artery, angiography showed persistent stenosis of the distal basilar artery so further angioplasty was performed. Angiography following the second angioplasty revealed a laceration of the vessel causing diffuse extravasation subsequently leading to a subarachnoid hemorrhage. After the stent was deployed, the device was inflated to tamponade the bleeding and the patient underwent emergent decompressive craniotomy. Two days following the initial procedure, the patient's family decided to terminally wean the patient off of the ventilator. The patient died three days post procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death and vessel dissection are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty of the mid basilar artery, angiography showed persistent stenosis of the distal basilar artery so further angioplasty was performed. Angiography following the second angioplasty revealed a laceration of the vessel causing diffuse extravasation subsequently leading to a subarachnoid hemorrhage. The balloon was inflated to tamponade the bleeding and the patient underwent emergent decompressive craniotomy. Two days following the initial procedure, the patient¿s family decided to terminally wean the patient off of the ventilator. The patient died three days post procedure.

Event description:
Following angioplasty of the mid basilar artery, angiography showed persistent stenosis of the distal basilar artery so further angioplasty was performed. Angiography following the second angioplasty revealed a laceration of the vessel causing diffuse extravasation subsequently leading to a subarachnoid hemorrhage. After the stent was deployed, the device was inflated to tamponade the bleeding and the patient underwent emergent decompressive craniotomy. Two days following the initial procedure, the patient's family decided to terminally wean the patient off of the ventilator. The patient died three days post procedure.